Event description:
This is filed to reported gripper actuation issues, detachment from one leaflet, and unexpected medical intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw was advanced to and grasped the valve. The grippers on the xtw mitraclip had more than normal pressure when lowering, but they lowered successfully. Imaging was difficult. The clip was deployed successfully, but approximately 20 minutes later the clip detached from posterior leaflet. An additional clip was implanted to stabilize. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the gripper actuation (both) issue could not be determined. Slda associated with the clip detaching from the posterior leaflet appears to be related to patient morphology/pathology (thick leaflets and wide coaptation gap). Lastly, the reported image resolution is related to procedural conditions as imaging was reported to be difficult. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling..